Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25273. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was sensing noise on the atrial lead. Both the device and lead were explanted and replaced. The patient was stable.